Event description:
It was reported that the patient was not being able to adjust stimulation. It was stated that the display was showing "call your doc tor" icon. A power on reset (por) condition was reported which occurred "approximately 1/2 hour ago on 2013 (B)(6)." It was unclear if por occurred on the day of the report or ten days prior, on 2013 (B)(6). The por was cleared and patient's ins was turned on. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information found it was further reported the patient could not get her device ¿to come on¿ and was "not coming on in her back."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3550-29 lot# n176750, implanted: 2009 (B)(6), product type accessory. (B)(4).